Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty using large-diameter metal-on-metal articulation in patients with neuromuscular weakness," which aimed to evaluate the clinical and functional outcomes of tha using large diameter metal-on-metal articulation in patients with neuromuscular weakness. Two patients identified in the article experienced heterotropic ossification. There has been no further information provided and the patient outcome is unknown.